Event description:
It was reported that the handheld charger was not working. Per the nurse, the charger was definitely broken and would not charge the handheld. The charger of another programming system was being used to charge the handheld as a solution to the issue. A replacement charger was requested. Attempts have been made for additional information and product return; however, they were unsuccessful. No other information has been provided.

Event description:
The handheld and flashcard were received on (B)(4) 2014. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the power adapter were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.